Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for degeneration/deterioration was confirmed based on the provided medical records. As reported, approximately four years post-transfemoral tavr procedure with a 23 mm sapien 3 ultra valve, the patient presented with dizziness and lower extremity edema. Based on the medical record review, the bioprosthetic aortic valve exhibited elevated gradients, moderate to severe aortic regurgitation, and an av peak/mean gradient of 40/20 mmhg. Cardiology follow-up revealed worsening symptoms of heart failure. Imaging noted early valvular degeneration with what appears to be a torn or prolapsing leaflet from the tavr valve, resulting in severe aortic regurgitation. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may manifest as stenosis with thickened leaflets and refers to intrinsic changes to the valve, including failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction, or thickened leaflet. Svd may be mild and not require intervention, or it may be moderate to severe, causing the heart to work harder to eject blood from the ventricle. Depending on the severity, it could indicate the need for valve replacement or medical intervention. In this case, the patient had a medical history of hyperlipidemia, a well-known risk factor for early valve degeneration. Available information suggests that patient factors (hyperlipidemia) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 4 years post transfemoral tavr procedure with a 23 mm sapien 3 ultra (s3u) valve, the patient presented with dizziness and lower extremity edema. The valve has regurgitation and stenosis. The 23 mm s3u that was previously implanted was dilated with a 22 true balloon and then a new 23mm sapien 3 ultra resilia was implanted without complication. The patient is in recovery. Medical records received revealed the patient had early valve degeneration.